Manufacturer narrative:
Follow-up # 1 ¿ (06/02/2014), the lay user/patient¿s product (lancing device) has been returned on (B)(4) 2014, and was evaluated on (B)(4) 2014 by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was taking 30 minutes to display a reading and the onetouch lancing device did not fully penetrate. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 9pm, the alleged issues first occurred. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 15 minutes after the issue first occurred she had symptoms of ¿dizziness, blurred vision and passed out.¿ the patient reported on (B)(6) 2014 she went to the emergency room (ER) and a reading of ¿38mg/dl¿ was obtained at 11am and she was given IV glucose at 7pm. During the time of troubleshooting the cca confirmed the patient was using the correct lancets and correct testing technique. The alleged issue was not resolved with training. There was no misuse of the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she suffered symptoms suggestive of severe hypoglycemia and required treatment from a healthcare professional to prevent additional injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/04/2014). The lay user/patient¿s products have been returned, and were evaluated on 05/29/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.